Manufacturer narrative:
This report is submitted on september 05, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the patient was also treated with antibiotics due to a presumed infection. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2019, due to the reported performance issues. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted december 18, 2019.